Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that a patient who was standing on the footrest of the omnidiagnost in vertical position fell down and had a long cut in her leg due to the sharp edge of the footrest. The patient had 20 to 25 stitches on her leg.